Manufacturer narrative:
Random alarms were noted during the displacement test due to a high motor current draw. The insulin pump passed the rewind, prime test, basic occlusion test, and occlusion test. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that insulin was squirting out during the manual prime. The customer's blood glucose was 115 mg/dl. The customer stated that they were disconnected during the prime. The customer stated the insulin pump was not bumped, dropped or exposed to moisture. The customer stated the drive support cap did not appear to be damaged. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.